Event description:
A customer observed false negative hbsag results for the positive hbsag control. False negative hbsag results could present a risk to the public health. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The information provided to ortho-clinical diagnositics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This information is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury. Investigation into the event showed that when the positive control was retested, the expected results were obtained with both the current and a new lot of signal reagent. There was up to date. Datalogger files spanning the event have been requested, but not yet received. The root cause of the event is unk.